Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The heartmate mpu was not returned for analysis. The submitted controller event log file contained data spanning 3.5 days ((B)(6) 2023 ¿ (B)(6) 2023, per the timestamp). The log file captured atypical low voltage hazard and power cable disconnect alarms active on while connected to the mpu on (B)(6) 2023 from 5:05:08 ¿ 5:05:13 that appear consistent with a loss of external power. During this time, the relative state of charge (rsoc) and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold and pump speed was not affected by the alarms as the backup battery was able to support the system when external power was lost. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the alternating current (ac) power cord, if the ac power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was exchanged/removed from service; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use (IFU) rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 IFU rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook rev. D section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 IFU rev. C and heartmate 3 patient handbook rev. D caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review, and they captured some low voltage hazard / no external power events while using the mobile power unit (mpu) on (B)(6) 2023 at 05:05. It appeared that the mpu lost total power which enabled the emergency backup battery (ebb) in the system controller until power was restored to the mpu. This event lasted around 4 seconds.